Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are in a lot of pain and they are not able to function very well. Patient stated they went to the healthcare provider for 2 week check up and someone was there to do some adjustment. Patient stated they had a second appointment but there was no medtronic rep present and she haven't had any adjustment since the first time. Patient stated the pain never went away in their back but the therapy took care of her leg pain. Patient stated they have an appointment tomorrow at hcp office and like to know how to get a rep to do adjustment. Patient services specialist asked clarifying questions and patient said she is not getting what she was getting out of the trial. Patient service reviewed reps role and provided national answering services (nas) number for healthcare provi der to call for rep. The patient was redirected to their healthcare provider to further address the issue. Patient reported that the controller would show that the ins was turning on, however they were not feeling stimulation. Pt said that they noticed this issue today when they woke up. Pt said that they would usually use group c when they needed more stimulation, however they were not feeling any stimulation. Patient had restless leg. Pt walked to mailbox and their legs would jerk. Just have not got(ten) results of trial. There has been an adjustment on the stimulator, and also got an injection in the lower back. Still get injection in the upper spine for the neck. Planning on another adjustment on the stimulator again. The stimulator does not help the back because of the quadruple fusion in the lower back also the arthritis all over the tail bane. Legs are in way more pain. It has lightened the spasms and pain the legs about 60%. Just does not reach the back at all. Legs before the trial were in constant pain reaching to the back and burning spasm while sleeping. When sitting after walking a half a block and trying to stand. Grocery shopping became unbearable. During the trial patient received a lot better results than patient has since it has been placed permanent. Riding and driving to pain center is difficult. Upon returning home the spasm start. Patient expected to get better relief with ins since the trial seemed at least 55 to 65% during the trial. Patient has gone backwards. The cramping in muscles are coming back again. Just standing and walking still causes horrible pain in the back the stimulator is still giving some relief. My back is constantly changing because of the degenerative disease. Pt is feeling hopeless. Patient barely feels anything maybe a little pressure that is how bad the back hurts 24-7. Pt is constantly repositioning while sitting trying to sleep. Has been hard for patient to connect with the rep for making adjustment as jerking in the legs is getting stronger again.